Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 57.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that low, out of range r-wave sensing was observed. Lead was replaced when repositioning was unsuccessful. Patient was in stable condition post-procedure.